Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One of the needles did not present on deployment. Back-down of the needles to their original position was not successful. The pt was sent for surgical removal of the device. Surgery was successful and the pt did fine. Attempts to obtain further info from the cardiologist have been unsuccessful. However, the vascular surgeon reported that the posterior needle had not traveled in its intended track into the barrel. He also noted that the device sheath was accordioned when it was removed from the pt. A cath lab staff member present in the case indicated that deployment forces were high.